Event description:
Patient has been struggling with weight control for about 35 years. She underwent placement of gastric band/port 12 years ago. She lost up to 50 pounds but has regained the weight for over 24 months. Weight loss attempts include diet, exercise, weight watchers, phen-fen, pills, injections, etc. She has been experiencing intermittent abdominal pain, aside from the heartburn symptoms she had. Upper gi series done on last year showed the band appears loosened with no slip or obstruction. After much discussion with attending surgeon, she wishes to proceed with a single-stage removal of gastric band/port system and immediate revision to sleeve gastrectomy. Findings intra-op: tubing fracture with tip of tubing in left pelvis. All pieces were removed and checked---all accounted for without evidence of retained foreign body.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: implant, intragastric for morbid obesity.

Event description:
Patient has been struggling with weight control for about 35 years. She underwent placement of gastric band/port 12 years ago. She lost up to 50 pounds but has regained the weight for over 24 months. Weight loss attempts include diet, exercise, weight watchers, phen-fen, pills, injections, etc. She has been experiencing intermittent abdominal pain, aside from the heartburn symptoms she had. Upper gi series done on last year showed the band appears loosened with no slip or obstruction. After much discussion with attending surgeon, she wishes to proceed with a single-stage removal of gastric band/port system and immediate revision to sleeve gastrectomy. Findings intra-op: tubing fracture with tip of tubing in left pelvis. All pieces were removed and checked---all accounted for without evidence of retained foreign body.